Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use on patient, cardiosave intra-aortic balloon pump (iabp) was unable to zero pressure. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter : (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields :b4, d9, e1 (event site email), e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions ), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The pneumatic module assembly fail so the fse replaced pim assembly. Doppler assembly at the inferior section showing visible fissures, assembly, tether (doppler wire) malfunctioning, and fiber optic cover, IV pole. ECG leads, thermal print paper missing¿abuse, advised the in-house biomed team to garnish the item/s a quote will be provided upon request. Ran all the tests in accordance to the manufacturer¿s specifications. All tests are within range. If additional information is received, the complaint will be reopened and updated. The failure analysis and testing department received the following part associated with this complaint. Pim this part was received with a reported unit failure message of unable to zero pressure. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed pim into the cardiosave test fixture and tested to the factory specifications per revision f and the cardiosave service manual revision r. Performed all functional tests and passed. Also, passed pim leak tests. The fat dept. Pumped the unit, and unit was able to pressure zero. The fat dept. Could not verify the failure message of unable to zero pressure. Pim passed testing. Retaining pim in the fat dept.

Event description:
N/a.